Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. It is likely that the phenomenon occurred because the scope was inserted while the power of the device was turned on or due to faulty scope unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the error did not occur when it was plugged into a different scope. The customer noted that the scope was plugged in when the device was powered on. It was further reported that the image on the display monitor had black and white fuzz when it was connected to a different scope. The customer was instructed to clean the electrical contacts on the scope with 70% isopropyl alcohol and reseat the cable but the issue persisted. The scope was connected to a different tower and the image was blacked out. The first tower was connected to two different scopes and did not experience issues. An e103 lamp ignition error occurred and the customer noted that the lamp life counter was at 400 hours. The customer was advised to replace the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had a b30 scope communication error. The issue occurred during a therapeutic procedure for broken ribs and it was completed with another device. The procedure was not delayed. There were no reports harm associated with the event.